Manufacturer narrative:
Product was not returned for evaluation. MFR received medwatch form from FDA. Numerous attempts have been made to obtain more information. Hospital personnel state they have no information on incident.

Event description:
"Liver laceration from trocar entry."